Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted sooner than expected. The ICD has been explanted and replaced. It was further reported that the left ventricular (lv) lead has exhibited chronic high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4). Concomitant products: 6947 implantable tachy lead (B)(6) 2003; 5076 implantable pacing lead (B)(6) 2003.